Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient contact reported receiving a pump a vs. B volume error during fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact stated the fluid leak was from the cycler and there was a paddle of fluid from the cycler to their floor. The fluid was in both black pumps and dripping down from inside of the cycler. The patient was advised to take antibiotics. The patient contact was advised to discontinue the use of the patient's cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was prescribed prophylactic antibiotics. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed that there were visual indications of dried fluid in the cassette compartment behind the pump mushroom head. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-accelerated stress treatment 2-hour 15-minute 8500 ml test was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the disinfection form was marked "fluid present on pump.¿ mushroom head check had previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient contact reported receiving a pump a vs. B volume error during fill 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact stated the fluid leak was from the cycler and there was a paddle of fluid from the cycler to their floor. The fluid was in both black pumps and dripping down from inside of the cycler. The patient was advised to take antibiotics. The patient contact was advised to discontinue the use of the patient's cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was prescribed prophylactic antibiotics. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however; to date has not been provided.